Event description:
Litigation alleges that the asr left hip implant caused pain in the patient. Litigation further alleges that the patient suffered disability, physical impairment, and disfigurement. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in her blood as determined from blood tests.

Event description:
Litigation alleges that the asr left hip implant caused pain in the patient. Litigation further alleges that the patient suffered disability, physical impairment, and disfigurement. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in her blood as determined from blood tests. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. Litigation alleges that the asr left hip implant caused pain in the patient. Litigation further alleges that the patient suffered disability, physical impairment, and disfigurement. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in her blood as determined from blood tests. Doi: (B)(6) 2008 - dor: not yet scheduled (left hip). Patient is a resident of (B)(6). Update 9/13/12 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated MDR's were updated. There was no new information that would change the outcome of the investigation. Update 5 june 2014 - der rcvd - updated surgeon / hospital details, dor and patient demographics. Added unknown +2 aser sleeve. Added loosening (cup) to reason for revision.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.